Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported via phone call that the customer had an infection on their arm. The customer also reported experiencing high blood glucose and was hospitalized as a result. The customer declined to provide further details about the hospitalization. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.